Event description:
Baxter received a report that six (6) infusor devices would not flow. Per the facility, the customer mixed zosyn with normal saline for a patient, in which "it appears to have precipitated out." This is report 3 of 6 for the facility. A sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Additional information: sample was not received by baxter for evaluation. No flow was not confirmed due to sample unavailability. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. No root cause was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.